Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set site was dislodged due to the case breaking and detaching from the customer's clothing. The customer's blood glucose level was 120-130 (mg/dl). Reportedly, the customer inserted a new infusion set and resumed insulin successfully.